Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and radicular pain syndrome. It was reported that patient doesn't have power on the left side of their body and would like an appointment with the manufacturer's representative (rep) for reprogramming. The patient stated that they don't know why the therapy changed all of a sudden. The caller stated that the nurse at the healthcare provider (hcp) office told them to call the manufacturer to get an appointment with the rep. There were no falls that were related to the issue. The patient called back and repeated already reported issues, noting no coverage on left side. The patient stated that the rep they see is out for a little bit and wanted to get in touch. Patient services stated that they have already called the hcp and they were not helpful. No further complications were reported or anticipated.